Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in hospital for issues not related to the device. The pulse generator exhibited backup vvi mode. Due to battery status a software download could not be performed. The patient had been exposed to an MRI. The device was explanted and replaced.